Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on with blood glucose of 42 mg/dl at the time of the incident. The customer was given food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer did have a low incident on the day of the call where they went into shock and were able to go back up after being given food. The customer also reported getting question marks on their battery and reservoir icons on the insulin pump screen. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer's weight was unknown.